Manufacturer narrative:
(B)(4). A review of the manufacturing records was performed. The device history records (DHR) showed that the iol was produced per procedure. There were no non-conformances with respect to the final product release process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within specification in terms of optical and cylinder power. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the toric intraocular lens (iol) was implanted; however, post operatively, the patient had residual cylinder and the itrace scan showed that the implanted toric iol had no toric power. It was questioned as to whether the iol was mislabeled. It was stated on the itrace scan that the astigmatism of the iol was shown to have no power. It was stated that the image in all other cases with a toric iol implanted looks similar to the colourful image in the section ''corneal total'' with the colour being 90 degrees away. In this particular case the iol is all green with no power colour for correction. It was stated that the itrace was used to show that virtually no iol astigmatic refractive power was present. It was stated that the doctor assesses all toric iol patients with the I-trace one week postop, as this device shows very clearly the quality of alignment and cancelling refractive power of the corneal and toric iol cylinders. Pre-op : manifest refraction (mr): -3.00/3.00 x 180 (20/20), corneal cylinder: lenstar +1.53 x 176, itrace +1.34 x178, pentacam. +1.40 x 170. One week post op uncorrected visual acuity (ucva) 20/20-, mr. -0.50/+0.75 x 170 (20/15-). Toric iol visualized and found to be aligned as planned. Note on the combined wavefront (wf) and corneal topo panel the internal astigmatism wf is showing no astigmatism. The pre/postop corneal topography comparison showed only a small reduction in the against-the rule astigmatism (atr) postop, presumably from the 2.5 mm temporal clear corneal wound. Preop pentacam showed normal and relatively atoric posterior cornea. In follow-up it was indicated that the surgeon is considering performing a limbal relaxing incision (lri).

Manufacturer narrative:
(B)(4). The device was not returned. The device remains implanted at the time of submitting the MDR. All pertinent information available to abbott medical optics has been submitted.